Manufacturer narrative:
(B)(4). This event occurred in (B)(6) .

Event description:
The customer obtained questionable results for one patient sample using the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4) on the cobas 8000 e 602 (e602) module. This medwatch is for the questionable tsh results. Refer to medwatch with a1 patient identifier pt-14273 for the ft4 results. The initial result was 201.0 miu/l. The sample was analyzed on another cobas 8000 instrument with a result of 206 uiu/ml. The results did not fit the patient's clinical status. The sample was analyzed on a beckman-coulter device with a result of <0.03 miu/l. The sample was analyzed on a siemens centaur device with a result of 0.01 miu/l. There was no allegation of an adverse event with the patient. The e602 serial number is (B)(4).. Calibration and qc were acceptable. The original sample was requested for investigation, but it is no longer available. However, the customer has a fresh sample which is frozen and available for investigation. The customer has not analyzed this sample for tsh.

Manufacturer narrative:
The sample was submitted for investigation. Investigation confirmed the presence of an interfering factor to the f(ab¿)2 fragment of the antibody in the tsh assay. Interference to antibodies in the assay is addressed in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.